Event description:
A trilogy 100 ventilator was returned to a third-party service center for service for evaluation of visible foam particles in the device. There was no harm or injury reported. During the evaluation of the device at third-party service center, foam particles were not visualized in the device. However, critical service required codes were noted in the ventilator's error log indicating failure of sensors. The device's printed circuit boards were replaced to address the reported occurrence of the service required alarms.